Event description:
Device malfunction: vessel locator button failed to engage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, an attempt was made to depress the vessel locator button; however, the button would not stay depressed. A technician held the vessel locator button down while the physician deployed the clip. The device was removed and hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no add'l info was available.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.